Event description:
It was reported that the patient went into ventricular tachycardia/ ventricular fibrillation (vt/vf) while the cautery knife was within 1 inch of the device. The patient was recovered by successful external defibrillation. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.